Event description:
While attempting to remove the ss device after using, experienced difficulty. Noticed wire loop at profunda. Device removed without further difficulty after straightening wire. Device found to be split and splintered after removed. The sx device while using/cutting in body the device quit working abruptly. When removed device/cutter wouldn't open or close.